Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. A 4.0 x 15 flextome® cutting balloon® was selected for use. During preparation, outside patient's body, the balloon came off with blue sheath covering the balloon. There were no patient complications reported.